Manufacturer narrative:
On (B)(6) 2016, afield service engineers( fse) conducted follow-up with the customer and found that there was a clog in the waste tube. The fse cleared the debris and ran multiple washes, verified that the instrument was draining properly. The customer ran quality controls( qc) on all assays are results were within range. Theaia-200 was functioning as intended. The most probable cause of the reported event was a clogged waste line. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported waste issue with their aia-2000la analyzer. Customer is getting liquid flowing into the cup waste bin and states that the source of the flow cannot be seen. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.